Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The wire was later surgically removed under general anesthesia after the patient recovered from an unrelated cold. The mother stated that the child has since been recovering.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, detached sensor wire was reported. The patient inserted the sensor in to the abdomen on (B)(6) 2019. Patient's mother reported the sensor wire was under the skin of the patient. Patients mother took the patient to the hospital and the nurse confirmed that there is no sign on the sensor wire within the patients skin. Medical intervention was required after as an x-ray showed the sensor wire in the patients skin. Surgery has not bee performed on the patient as other medical concerns not relating to the dexcom were occuring. No data was provided for evaluation. The complaint confirmation of the reported detached sensor could not be determined. A root cause could not be determined.